Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 17146842, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had discomfort at the lead site. The patient underwent a revision procedure wherein the lead and clik anchor were explanted. The patient was doing well postoperatively.